Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "low battery alert" screen, and the customer was unable to clear it. Tandem technical support assisted the customer with clearing the alert. Customer's blood glucose was 263 mg/dl. Customer was successfully resumed insulin therapy.